Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that higher than expected spo2 readings are sometimes displayed on delta monitors with masimo pods for patients with above-normal bilirubin levels. Draeger reference number: (B)(4).